Manufacturer narrative:
The c501 module serial number was (B)(4). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffé gen.2 (creaj2) assay on a cobas 6000 c501 module. Initial result: 2.92 mg/dl. The patient's follow-up prompted the repeat of the sample. Repeat result: 0.55 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent problem can be excluded because calibration and qc were acceptable. The alarm trace provided for (B)(6) 2025 showed sample short, abnormal sample aspiration, abnormal probe sucking, and sample short alarms. The customer changed the lamp and the cuvettes. No further issues were reported after the lamp and the cuvettes were changed. The root cause was consistent with a combination of a pre-analytical issue at the customer site and instrument-related issues. Preanalytics are within the customer's responsibility.